Event description:
The patient reported that her infusion device did not display the "error 88, error 86, error 84 or error 82" alarms before the pump shut down due to the technical inspection due alert. The patient was provided with a replacement infusion device and the product was requested to be returned for evaluation. The patient did not require assistance from a health care professional or second party to address the issue.